Manufacturer narrative:
The device was not returned for evaluation. The physician stated that he does not feel that the pneumothorax was attributed to the monarch product. The risk of pneumothorax is documented in (B)(4), monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the labeling.

Event description:
It was reported that after a monarch-assisted bronchoscopy procedure the patient experienced a pneumothorax. The pneumothorax was discovered during the post-op chest x-ray. The location of the target was right upper lobe. A chest tube was placed, and patient was hospitalized. The chest tube was removed, and the patient was discharged on (b)(60 2021.